Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients lead had high impedances and multiple contacts were not working. It was also noted that the lead was fractured. The patient underwent a lead replacement procedure and was doing well postoperatively.